Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix was extended by itself on multiple attempts to place the right atrial (ra) lead. It was also noted that the physician was unable to fully retract the helix when removed from the body. The ra lead was replaced. No patient complications have been reported as a result of this event.